Event description:
It was reported that a patient underwent a sling procedure in the "u" position, a vaginal hysterectomy, and an anterior pelvic floor repair in 2007. One hour after surgery while in the recovery area, the patient experienced low blood pressure and hemoglobin of 6g/dl. The patient was returned to the operating room and the vagina was explored with no cause for bleeding identified. The retropubic space was opened and a hematoma was evaluated. The bleeding was reported to be from a small left-sided retropubic vessel perforation caused by the left arm of the sling device. The vessel was oversewn and the sling device was removed. The patient was discharged home with follow-up review planned in six weeks.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.